Manufacturer narrative:
The referenced scope was returned to the service center, however the investigation is in progress. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly. This event has been reported by the importer on MDR# 2951238-2020-00333.

Event description:
It was reported that the patient was admitted to the emergency department, (B)(6) 2020, with worsening generalized weakness and fatigue. Patient tested positive for ecoli esbl. Patient is status post endoscopic cholangiopancreatography (ercp) with biliary stent removal on (B)(6) 2020. The scopes that were used with the patient during three recent procedures were sequestered by the infection control team and cultured by the sites in-house laboratory. The scopes cultured negative for any growth. Report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device and independent laboratory test results. Updated fields include: a1, b5, d10, g4, g7, h2, h3, h6 and h10. The scope tjf-q180v video scope serial number (B)(6) was sent to an independent laboratory for testing and evaluation. The scope¿s instrument distal end and elevator mechanism tested positive for lysinibacillus chungkukjangi. The air/water channel and instrument suction channel are tested negative for any bacterial growth. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation a visual inspection was performed on the received condition. The evaluation of the biopsy channel using a boroscope determined that there are numerous scrapes located all throughout that start at the distal end opening and proceed to the control body side. A small black piece of debris was observed, located on the biopsy channel wall near the control body opening. The suction channel was checked and a kink was found near the scope opening, no foreign material was observed. The scope was tested and failed the water dunk leak test due to a leak at the locking pin located on the electrical connector. The bending section cover glue is discolored on both ends and multiple pinholes were found on both ends. The bending section cover glue is degrading. Per the device evaluation, there are no findings of foreign material or stains within the channels. The cause of the slight discoloration on the bending section cover glue is likely due to wear.

Event description:
This scope was used on 1/7/2020 for an endoscopic cholangiopancreatography (ercp) during the time the patient was determined to be infected. A third scope (tjf-q180v serial #: (B)(6)) was determined by the customer infection prevention department to have been used on the patient prior the estimated infection date. The associated scopes have been reported as: serial #: (B)(6) reported under MFR # 8010047-2020-01213. Serial #: (B)(6) reported under MFR # 8010047-2020-01539.

Manufacturer narrative:
This supplemental report is being submitted to provide the ess in service site training to the user facility. Updated fields include: g4,g7,h2 ,h6 and h10. Endoscopy support specialists (ess) visited the user facility and performed a scope reprocessing in-service for the staff. During observation, there were no inconsistencies observed following the reprocessing steps outlined in the instructions for use. The ess recommended to the staff supervisor to add the scope tjf-q180v cleaning guide near the sink, which the ess provided the customer. Additionally, the ess covered infection control information referenced in the user manual and reprocessing. Trainings provided are all acknowledged by the staff. To date there was no patient harm or injury was reported.